Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17413045 revealed no anomalies during the manufacturing and inspection processes. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment to the left iliac artery, it was reported that a saber balloon catheter was delivered to the lesion and inflated. However, it ruptured at 8 atmospheres (atm). It is unknown how the procedure completed but it was finished successfully. There was no reported patient injury. The product will not be returned for analysis. The lesion was moderately calcified. The rate of stenosis is unknown.